Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the system energy error in the unknown eye of a patient, before surgery. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system energy error in the unknown eye of a patient, before surgery.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).